Event description:
(B)(4). Ever since the essure device was placed, I have experienced constant aching pain on my left side, sometimes so bad; it radiates to other areas. I've also experienced hair loss, brain fog, headaches, joint pain, more abdominal pain than I've ever had from normal monthly cramps, extreme fatigue, upset stomach, problems with my short term memory, loss of sex drive, and there's probably more!